Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 27, 2024. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). D9 (updated device availability). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H3 (updated device evaluated by manufacturer. H4 (device manufacture date). H6 (identification of evaluation codes 3331, 4114, 3259, 3224, 19). The affected sample was not returned; therefore, a thorough investigation could not be performed. Past products were reviewed for similar issues and the most likely root cause is improper handling caused the internal lens to break. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that the scope was blurring during preparation. It is unknown when this event occurred, whether there was a delay in the procedure, whether the product was changed out, or if there was any effect on the patient results of the surgery. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.